Manufacturer narrative:
Investigation: maquet cardiovascular received the device on april 23, 2010. Visual inspection revealed that the jaws were burnt, the silicon was peeled off of half of the hot jaw and was cracked. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test. Based upon this, the reported failure "device tip burnt" is confirmed. A lot history record review was performed and there was no nonconformance which could have caused the reported failure mode. This failure mode is currently being investigated in our CAPA system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 self-activated. A new kit was used to complete the procedure. There were no patient effects. The product was returned.